Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported following an intraocular lens (iol) implant procedure, the patient experienced blurry near vision. The lens was explanted and replaced with company unspecified model lens in a secondary procedure. Additional information was requested. There are two medical device reports associated with this report. This is 1 of 2.